Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse ordered a refurbhished line conditioner for customer installation. There was no further action required by fse. The most probable cause of the reported event was loose connection internal to line conditioner.

Event description:
On (B)(6) 2015, during a recent repair visit, fse found intermittent power when the power cord was moved on the g8 analyzer. Fse traced the problem to a loose or intermittent connection internal to the line conditioner. The intermittent power to the device resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.